Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported after removing the hi-torque balance middleweight hydro guide wire from packaging, the wire was found to be separated into two pieces at the core. Another wire was used to treat the patient. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that the guide wire had separated during unpacking. Factors that may contribute to separation during unpackaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking for preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D9, h3 correction: device returning status updated from yes to no.

Event description:
Subsequent, to initial report filed, it was noted an additional I-torque balance middleweight hydro guide wire was received and was noted to have stretched and misaligned coils. There was multiple bends at the proximal portion of the guide wire. There was no blood on the device. There was no additional information provided.